Event description:
According to the reporter, during capsule deployment, the handle had to be broken to manually release the capsule. The capsule would not release from the delivery device after normal deployment steps followed. Resistance was noted when removal of delivery device was attempted. The handle was broken per protocol. The capsule remained attached to the delivery device per endoscopic view. The esophagus was insufflated for visual and the delivery device was gently manipulated above capsule attachment site. Capsule placement was verified per photo. When the patient returned with the recorder, it was found that the recording shows that the capsule dropped off after 28 hours. The physician is still deciding if a repeat procedure will be necessary. The last known patient status is that he was discharged home post capsule placement. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.